Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the pp+ channel was open. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's pp+ channel was open. Service investigation revealed two open connections in the electrode belt's trunk cable. There was an open between pin 18 and the green pulse wire and between pin 19 and the red pulse wire. The root cause of the open wires was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this device did not report any deficiencies.